Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu pcb, passive backplane pcb, ps1 power supply and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was an error message accompanied by a system lock up. There is no report of a pt injury or death associated with this event.